Manufacturer narrative:
The customer experienced signal loss. Per the compatibility guide, use of the ios 26.4.2 is incompatible with the reported application. The compatibility guide is available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced "mind unclear", sweating, and performed an unspecified blood test and was able to self-treat with glucose solution for the issue. There was no report of death or permanent impairment associated with this event.